Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site was having difficulties tracking instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. No additional information was provided.